Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the vaginal cuff during a laparoscopically assisted vaginal hysterectomy procedure, the needle detached from the thread. Nothing fell into the patient's cavity. The procedure was completed with a new suture. The status of the patient is alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device the visual inspection of the returned product noted that the product noted one suture and one needle. The needle was observed to be detached from the suture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one suture. The visual inspection revealed that the returned needle was detached from the suture. The root cause of this issue was determined to be an incomplete crimp strike led to the needle detachment. A cross functional team has reviewed the risk and rate of occurrence for this defect and has determined that no corrective actions are warranted at this time to address the root cause of incomplete crimp strike; however, a retraining activity was generated as a result of the investigation into this condition. A device history record could not be performed, as the lot number of the product was not received. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.